Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unspecified reason after 6 months of being in service. The device was replaced with another crt-d. No adverse patient effects were reported.